Event description:
A customer contacted physio-control to report that main keypad on their device is unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part was further evaluated at the product assessment center (pac) and the technician was not able to duplicate reported issue. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporters phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that main keypad on their device is unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.